Event description:
We received a report that while implanting a tecnis pcb00 intraocular lens (iol) the haptics came out stuck to each other. When they opened they formed an ''s'' shape rather than the inverted ''s''. The surgeon stated he was certain that he implanted with the bevel down. In follow up received on (B)(6) 2015 it was noted that the surgeon decided to leave the iol implanted and the patient had a myopic outcome. Further follow up found that it was now unclear if the iol was actually upside down in the delivery system or if the cartridge was put in the patient's eye upside down resulting in the iol being upside down. The report indicated the patient is happy with their visual outcome.

Manufacturer narrative:
Serial number and expiration unknown. Explant date: not applicable; still implanted. Initial reporter: telephone: (B)(6). (B)(4). Mfg date: unknown since the serial number is unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.